Event description:
It was reported that a spectrum pump failed the upstream occlusion test during preventative maintenance. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.